Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a confirmed outflow graft obstruction caused by thrombus formation. Surgery to replace the outflow graft was tentatively planned for (B)(6) 2020; however, the patient underwent emergency surgery on (B)(6) 2020 after becoming hypotensive. When the chest was opened there was reportedly a clear twist of almost 360 degrees in the outflow graft. On (B)(6) 2020 it was reported that the patient was awake and alert in intensive care post-operatively. No further information was provided.

Manufacturer narrative:
Section d5, h4: correction. Manufacturer's investigation conclusions: the reported outflow graft twist could not be confirmed through this evaluation. No log files were submitted for evaluation. Images were requested and none were available. No further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The manufacturer is closing the file on this event.